Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume enough food and delivered a larger bolus than needed. Customer's blood glucose (bg) was 48 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.